Manufacturer narrative:
(B)(4). The customer returned one unit of 5-22315 (preformed cuffed nasal et tube, size 7.5) for investigation. A visual exam was performed and it was observed that the product was used as adhesive material was present on the tube exterior towards the machine end. Biological material could be seen on the cuff exterior. A small tear in the cuff was present near the biological material located on the cuff. An attempt was made to inflate the cuff; however, it immediately began to lose air. The et tube was then submerged underwater to locate the area of leakage. The location of the leak was found to be near where the small tear was found in the cuff material. No other leaks were detected. The reported complaint of a leak from the et tube was confirmed based upon the sample received. The returned et tube was found to have a small tear in the cuff material that resulted in an air leak during a functional inflation test. However, biological material was found on the cuff material and adhesive residue was present on the extruded tube near the machine end which indicates that the product was likely used. Other remarks: all et tubes are 100% inspected for inflation and deflation at the manufacturing facility for a minimum of 4 hours; therefore, a defect of this type would be detected prior to release. A DHR review was performed on the et tube with no evidence to suggest a manufacturing related cause. Therefore, based upon the evidence of use and the damage observed on the et tube, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that the device had a torn cuff. A new kit was opened. No patient injury or harm reported.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time since the sample is not available it is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed since the product sample is not available to perform a proper investigation and determine the root cause. If the device sample becomes available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend on similar complaints.

Event description:
The customer alleges that the device had a torn cuff. A new kit was opened. No patient injury or harm reported.